Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal battery depletion.

Event description:
It was reported that an asymptomatic patient presented in clinic and the pulse generator was found in backup vvi mode. A hardware elective replacement indicator was confirmed. The device was explanted and replaced on (B)(6) 2014 due to a normal elective replacement indicator.